Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), there was a white spot on the lens. The lens had to be changed. The doctor confirmed they replaced the iol within the same initial procedure. No patient injury reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope at 10x magnification. Visual inspection of the return sample showed that the lens was received cut with a missing part of the optic and haptic. There is evidence of viscoelastic residues, fibers and particles, but there was no white spot was observed on the lens. Therefore, the reported complaint cannot be confirmed. The manufacturing record review (mrr) was performed. The devices were manufactured within specifications. No associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. A review of the directions for use (dfu) was completed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.